Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred between 5:30-6pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿79mg/dl¿ on the subject meter. Such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient informed the cca that 15 minutes after the alleged product issue occurred they experienced a ¿convulsion¿. In response to this the emergency medical services (ems) were called. When the ems arrived, they measured the patient¿s blood glucose on their own meter and a result of ¿29mg/dl¿ was displayed. In response to this the patient was given a dextrose shot by the ems between 5:30-6pm on (B)(6) 2017. At the time of troubleshooting the cca noted the patient did not have control solution available to test on the subject meter. The unit of measure was set correctly on the subject meter and the test strips had not been open longer than their discard date and were not expired or stored incorrectly. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.